Event description:
Reported received of blood back up and blood loss from the blood sampling port of a monitoring kit. It was reported an unspecified date, the monitoring kit was connected to the pt's radial arterial line in the operating room. The pt was transferred to cvu and "multiple blood samples" were collected from the blood sampling port to the leakage. In 2005, after the nurse collected the blood sample from the blood sampling port most distal to the pt, the line was flushed with normal saline and cleared of blood. The nurse then noticed a small amount of normal saline leaking from around the blood sampling port. Shortly thereafter, blood started to back up into the tubing and a small amount of blood leaked out. It was reported that the nurse immediately exchanted the monitoring kit. Upon examination of the removed monitoring kit, the nurse noted that the plastic, which holds the sampling port in place, was cracked on one side. With handling, the piece on the side cracked off. There were no reported adverse patient effects. No medical interventions were required.